Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had an allergic reaction consisting of swelling and itching around her eyes. The allergy was reported to be due to silicone. The device was explanted due to the reaction. It was noted that stimulation was good and the pocket had no signs of an allergic reaction. Additional info was requested.